Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the replaced and returned pump and manifold assembly. A visual inspection was performed, and there was significant metal debris inside of the pump by the linear bearings, as well as the outside on the rubber exhaust tubing and the aluminum housing. Functional tests were performed, and the customer reported malfunction was verified.

Event description:
It was reported that a ventilator&#38112;pump generated a loud noise during a circuit check. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.